Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. The customer informed heartsine that no further information is available. Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device did not deliver a shock when the shock button was pressed. The healthcare provider obtained another AED which delivered a shock without incident. The patient associated with the reported event did not survive.

Event description:
The customer contacted heartsine to report that their device did not deliver a shock when the shock button was pressed. The healthcare provider obtained another AED which delivered a shock without incident. The patient associated with the reported event did not survive.

Manufacturer narrative:
Heartsine evaluated the device and was not able to duplicate or verify the reported issue. The device performed as expected during testing. The cause of the reported issue could not be determined.this device was archived by heartsine and the customer received a replacement device.